Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump had an unexpected restart. The blood glucose level was 417 mg/dl. Customer also stated that the unexpected restart was reoccurred. Customer stated that he drive support cap was normal. The product will not return for analysis.